Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to infection. The wound was irrigated and debrided and the tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; manufacture date - unknown.